Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient files showed at lease 23 applications were performed with balloon catheter afapro28 with lot 16069 on the date of the event. A system notice 50008 the system has detected a software error and stopped the injection was triggered on the beginning of the first application. In conclusion, the clinical issues, (tamponade/ effusion/ hypotension) occurred during the procedure. There is no indication of a relation of the adverse event to the performance or a malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a thrombus was observed while the sheath was in the heart. An anticoagulant was administered and there was no longer any evidence of the thrombus. It was also reported that there were difficulties with advancing the sheath across the septum. All four veins were ablated, however post-ablation pacing showed that the right inferior pulmonary vein (ripv) was not isolated. The physician opted to switch to rf. Another manufacturer's radiofrequency catheter was advanced through the medtronic sheath and it was observed that the patient was hypotensive. The radiofrequency catheter was removed and the balloon catheter was inserted back through the sheath. At this point, a significant pericardial effusion and mild tamponade were observed with intracardiac echocardiography (ice). They physician is unsure when the effusion occurred. A pericardiocentesis was performed and a drain was placed which resolved the effusion and patient's hypotension. The case was completed with cryo. It is unknown whether the event caused the patient to have an extended hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 224254701 was returned and analyzed. Visual inspection of the achieve mapping catheter showed the mapping catheter was intact with no apparent issues. The mapping catheter was intact with no apparent issues. No kinks were observed along with the shaft, pebax or tip/loop section of the mapping catheter. The functional test was performed. The mapping catheter was connected to the diagnostic computer using the test cable. All the channel pairs were not displaying any noise. Movement and deflection of the catheter distal to the lemo connector did not induce any interference noise. No anomalies were identified. In conclusion, the reported adverse events, tamponade, effusion, hypotension, occurred during the procedure. There is no indication of a relationship of the adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.